Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg read "high", and the meter bg reading was 390 mg/dl. After troubleshooting with tandem technical support, the pump was displaying accurate bg readings and customer continued to use the same sensor.